Event description:
The pt underwent a cardiac catheterization for progressive heart failure. Results revealed a significant left circumflex lesion. The pt had an angioplasty and 2 stents were placed. Upon withdrawal of the wire 3-4 mm of the distal portion of the wire broke off in 2 segments. One segment was retained in place with another stent positioned over the wire, and the other piece remains in the distal portion of the circumflex because it was determined to be too detrimental to the pt to have it removed -approx 1/2 mm-. This was determined not to cause add'l harm to the pt. The wire was perceived to break due to manipulation in a tight lesion, however, it was determined the lesion was suitable for angioplasty.